Event description:
The manufacturer's representative reported the patient has a history of spinal cord injury with the catheter tip located at c7-c8. The intrathecal therapy had been working great with a daily dose of 1100 mcg. Now, the patient was experiencing a return of spasticity and fever. She was due for a pump refill in 4 days and there were 2mls left in the reservoir. The patient was admitted to the emergency department and was stable. The hcp was troubleshooting and was requesting an xray of the catheter-pump connection. A follow up report will be sent when additional information is received.